Manufacturer narrative:
The laser equipment was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues related to the dlk reported. The fss checked the energy at the corneal plane and performed flap procedures in the gel. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a diffuse lamellar keratitis (dlk) on both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center indicated the left eye (os) was graded as stage 2 and the right eye (od) was graded as stage 1. Topical steroid drops were increased to resolve symptoms. It was reported the patient's symptoms are resolving. Through follow up, the surgery center found the source of the dlk was related to the covers the site location was using to protect the instruments. The surgery center discovered the covers were releasing something toxic during the sterilization process.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.